Event description:
It was reported to medtronic minimed that the customer experienced no communication-between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements (srs doc: 3212558,3213347,3212625,3213310), agile doc: 10948256doc. Version ID: q. After investigation it was found that the accounts in question are both patient accounts and not cp accounts. The helpline was informed of this and that a cp account is needed to be able to connect to a patient. The issue was confirmed the helpline has not provided us with feedback regarding the outcome of the resolution steps provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.